Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a feeding set with an unknown product ID and lot number, was leaking while it was inserted in the pump.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Physical samples were not received for the investigation however a photo was provided. The photo was visually inspected, and the reported issue was confirmed and determined to be associated with the materials used to manufacture the product. A corrective action has previously been opened to implement effective solutions to prevent the reoccurrence of this issue. Because a lot number was not provided with this complaint, we are not able to confirm if this lot was manufactured prior to the corrective actions that were implemented as part of the CAPA. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.